Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting as well as a yeast infection. The patient reports they had administered an insulin correction in the morning bringing their blood glucose level to 331 mg/dl. Once at the hospital upon removal of the pod from the insertion site (arm), the cannula was found to be bent. As treatment, the patient was given intravenous fluids and insulin. The patient reports they were discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.